Event description:
It was reported that the pump was over infusing. Zyno medical was informed that the device was connected to a pt at the time of the incident and was infusing vancomycin. It was reported to zyno that the pump was programmed for 260 ml/hr and had infused at 300 ml/hr. The pt did not complain after the infusion was complete and showed no ill affects of the incident.

Manufacturer narrative:
Evaluation of the returned device involved in this report indicated that the flow rate was outside of specification +/-5% due to a defective mechanical component. Pump was repaired, tested and returned to customer. Preventive action was implemented for new production.